Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the physician noted small r waves at the first attempted implant site. The physician attempted a new location but the helix would not extend. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to drive shaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.